Manufacturer narrative:
The insulin passed pump functional testing, but was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a missing end cap sticker.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during bolus. The customer's blood glucose level was 202 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field, but had been dropped before. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.